Event description:
It is alleged that during an ankle arthroscopy the grasper was not cutting the cartilage. When the doctor pulled the grasper out of the pt, the top tooth was missing. He was not able to retrieve the missing tooth. It was reported that the pt is not in any kind of pain, and in his medical opinion he does not feel that the unretrieved piece will cause any long term injury. It was also reported that the case was delayed by half hour to 40 minutes.